Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Angiodynamics received information via a voluntary medwatch regarding an issue with a soft-vu pt 4f x 65 cm 038 nb 10sh. During a procedure, the tip of the pigtail broke off with retraction. The pigtail stayed on the wire and was able to be snared, successfully removing it from the patient. The patient did not experience any harm as a result of this incident.